Event description:
Vasoview hemopro vein harvesting system activated without being turned on and burned through drape. No injury occurred to the pt. This is the 4th incident with this device since (B)(6) 2017.